Event description:
A pt was injected in the marionette lines with radiesse dermal filler in 2008. Three and a half weeks later, the pt presented with swelling, itchiness and the skin is warm to the touch. The symptoms occurred primarily on the left side of her injections.

Manufacturer narrative:
Dr prescribed bactrim d.s. And doxycycline due to a possible infection. During a follow-up, it was reported that the pt has shown signs of improvement, she has no fever and feels fine. Review of the device history records indicates that the reported lot 1009664, met all specifications.